Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, automatic mode switching (ams) episodes due to far-field right ventricular oversensing (ffrvo) were reported. The device was re-programmed in order to resolve the issue. The patient was stable.